Event description:
A physician reported following an intraocular lens (iol) implant procedure, there have been suboptimal refractive outcomes. This was attributed to the primary incision being excessively large, approximately 2.5mm in size, which led to corneal damage due to the use of forceps or attempting to fit it into a smaller incision. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).